Event description:
It was reported when using the bd preset¿ syringe with attached needle the needle separated from the syringe hub. The following information was provided by the initial reporter. The customer stated: we "open the outer package of the arterial blood collection device, and found the plug head of the blood collection device fell off."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose needles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose needle. Bd was not able to identify a root cause for the indicated failure mode.